Event description:
The priming successful message appeared, and the correct sound was heard when stepping on foot pedal to test the handpiece but no fluid was flowing. I've never seen that and I thought the cutting aspect would not work when the irrigation failed so I was left puzzled. I replaced with a new microtip from trunk stock.